Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2019 wherein the patient's ipg was explanted and replaced. Therapy has been restored post-op.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had ablations over the course of a couple of months. The patient stated they placed their ipg into surgery mode, but the ipg will not communicate with any device. As a result, surgical intervention may take place to address this issue.